Event description:
It was reported that a dexcom g7 sensor initially failed to pair with the ilet and remained on ¿start sensor¿; after rebooting the ilet and reentering the sensor pairing code, the system proceeded to the pairing phase and the user was instructed to wait for warmup, consistent with an intermittent communication failure involving the antenna and the electrical/magnetic communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found while the observed behavior aligned with intermittent communication failure associated with the antenna and electrical/magnetic communication pathway. It was concluded, based on previously established findings for similar reports, that no problem was detected and cause was user interface or connectivity-related factors.